Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it ws concluded that the device operated within specifications. No excessive no delivery alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the patient received several no delivery alarms during the manual prime. The patient replaced the infusion set multiple times, but continued to get no delivery alarms. It was stated that the patient was then taken to the hospital due to high blood glucose and chest pain. The reported blood glucose was 566 mg/dl. Nothing further was reported.